Manufacturer narrative:
Qc was within specifications prior to the event. Customer uses either serum or plasma specimen type in non-gel tubes. Customer reports no issues with any other analytes. The issue appears to be isolated to this event. A field service engineer (fse) was dispatched to the customer lab on 10/10/2006. The fse observed the sample probe/wash tower and the reagent pack aspiration area to be dirty. The sample probe/wash tower was replaced and the reagent pack aspiration area cleaned. The fse performed all pipettor alignments and found z position to be too low at reagent pack aspiration for all pipettors. The fse performed diagnostic testing, and all results were within service specifications. The fse conducted qc, and results were within range. The fse discussed and made recommendations to the customer regarding sample handling, and recommended that the customer re-centrifuge the supernatant of all previously elevated accu tni results prior to repeating. Per established procedures, the fse verified repair and the results met the published performance specifications. An fse was dispatched for follow-up to the customer lab on 10/11/2006. The fse verified that the instrument was working correctly, and discussed the importance of specimen handling and processing with the customer. Although hardware issues were addressed, pre-analytical specimen handling issues may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erratic and erroneously elevated troponin (accu tni) results for multiple samples from one (1) pt that were generated by the unicel dxi 800 access instrument. Sample1: the original pt sample was tested for accu tni on the dxi and the initial result was 2.63ng/ml and 1.24ng/ml upon reflex. The customer indicated that the erroneous result of 2.63 ng/ml was reported out of the lab. The customer re-tested the original sample in the reference lab for accu tni and the repeated result was <0.1ng/ml. Sample 2: the second sample was tested for accu tni on the dxi and the result was 0.33ng/ml. This sample was tested on a different instrument in the customer's lab and a result of 0.12ng/ml was obtained. The reference lab result for accu tni was 0.05 ng/ml. Sample 3: the third sample was tested for accu tni on the dxi and the result was 0.36ng/ml. This sample was tested on a different instrument in the customer's lab and a result of 0.15ng/ml was obtained. The reference lab result for accu tni was <0.01ng/ml. Sample 4: the fourth sample was tested for accu tni on the dxi and the results were 0.98 ng/ml and 0.66 ng/ml. This sample was tested on a different instrument in the customer's lab and a result of 0.13ng/ml was obtained. The reference lab result for accu tni was <0.1ng/ml. Sample 5: the fifth sample was tested for accu tni on the dxi and the result was 0.25 ng/ml. This sample was tested on a different instrument in the customer's lab and a result of 0.22 ng/ml was obtained. The reference lab result for accu tni was 1.4 ng/ml. There was no report of death, injury requiring medical intervention or change to pt treatment associated with this event.